Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective therapy and was unable to enter MRI mode. Diagnostics revealed high impedances on both leads. As a result, surgical intervention may undertaken to address this issue.